Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecifeid number of syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced breaches in sterility which was noted prior to use. The following information was provided by the initial reporter: customer reported bent needles and cracked shields. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9347090. D.4. Medical device expiration date: 2024-11-30. H.4. Device manufacture date: 2019-12-13. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown

Event description:
It was reported that an unspecifeid number of syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced breaches in sterility which was noted prior to use. The following information was provided by the initial reporter: customer reported bent needles and cracked shields.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/27/2020. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 9347090. As per region, the sample of "shield damaged/cracked" was not returned. Customer states that there are bent needles and cracked shields. The returned syringe was examined and no defects were observed on the sample. Level a event no DHR or qn review is required (bent cannula). Unable to perform DHR check for shield damaged/cracked due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecifeid number of syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced breaches in sterility which was noted prior to use. The following information was provided by the initial reporter: customer reported bent needles and cracked shields.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced breaches in sterility which was noted prior to use. The following information was provided by the initial reporter: customer reported bent needles and cracked shields.